Event description:
It was reported that the ilet displayed a low-battery prompt during training and did not appear to charge overnight while showing a solid light; after guidance to change the wall outlet and confirm the charger function with a phone, the device charged to 64 percent, indicating a charging problem associated with the battery charger. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem involving the battery charger. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.